Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 23, 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter started to read inaccurately at 3pm on (B)(6) 2016, when the patient obtained alleged inaccurately high blood glucose results of ¿499, 480 and 430 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter denied that the patient made any changes to his usual diabetes management routine as a result of the alleged issue. She claimed that at the same time as obtaining the alleged inaccurate results, the patient ¿could not stand¿. The reporter claimed that the emergency medical service (ems) was contacted and a blood glucose test was performed on the ems meter; however, the reporter did not know the result obtained. The reporter indicated that the patient received treatment for his symptoms from a healthcare professional (hcp); however, the reporter was unable or unwilling to disclose the nature of the treatment the patient received. During troubleshooting, the cca noted that the patient¿s test strips had been stored correctly and the meter was set to the correct unit of measure. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high readings on the subject meter and reportedly developed symptoms suggestive of an acute diabetes excursion requiring hcp intervention, after the alleged meter issue began.